Event description:
A copy of journal article was received by shiley which, according to the english translation, report thrombosis of a bjork-shiley mechanical valve implanted in the mitral position. According to the english translation of the article, the pt received urokinase and also required valve replacement surgery.